Event description:
It was reported to co that fluoroscopy failed on the system during a ptca procedure. Apparently image loss happened after a vessel dissection occurred. The pt underwent emergency open heart surgery to repair the vessel dissection.